Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a scheduled unrelated procedure. Upon review of the patient¿s chart, episodes of right ventricular lead noise were observed on (B)(6) 2017. During pre-operative check, a drop in sensing was also observed. During the procedure, noise was not observed once the new device was connected to the lead. Defibrillation threshold testing was performed successfully. No lead intervention was performed. The patient was stable before, during and after the procedure.